Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after removing a foley catheter the patient with this artificial urinary sphincter (aus) experienced urinary retention due to normal post-surgery edema and inflammation. Therefore, a catheter was placed to drain the bladder. It was later reported that the patient is now able to void; however, he has begun to experienced pain and discomfort in his scrotum. The device remains implanted. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after removing a foley catheter the patient with this artificial urinary sphincter (aus) experienced urinary retention due to normal post-surgery edema and inflammation. Therefore, a catheter was placed to drain the bladder. The device remains implanted. No device issues nor additional patient complications were reported.